Event description:
Customer reportedly obtained a result of >100mg/dl while the hospital's device read approx 20mg/dl. Customer was given a glucose IV while at the hospital as well as food and juice. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.